Event description:
It was reported that during the procedure in the moderately calcified/tortuous, proximal-mid right coronary artery (rca) for treatment of a 90% stenosis, a non-abbott stent was deployed in the proximal segment of the vessel. A dissection occurred distal to the stent; therefore, a 3.50x23 xience xpedition stent delivery system (sds) was delivered to the proximal-mid segment of the vessel. When the sds was pulled back slightly, slight resistance was felt with the lesion; therefore, the sds was removed from the anatomy without applying force to the sds. Outside of the anatomy, the proximal segment of the stent was found to be crushed/flared. A new xience xpedition sds was used successfully as a replacement. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use. Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The difficulty to remove/vessel resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.